Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. Upon follow up, computed tomography (CT) showed a type 3a endoleak and potential component separation. The physician elected to implant an additional suprarenal aortic extension and an infrarenal aortic extension to seal the leak. The patient is in stable condition.